Manufacturer narrative:
Phone: (B)(6).

Event description:
A report was received that the patient was hospitalized after being found in his home unresponsive. It was reported that the patients device was completed depleted. The staff was instructed on how to charge the patients device. The admission was due to his unresponsiveness and sever respiratory issues. The cause of his unresponsiveness is unknown.